Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found corrosion and contamination in the battery compartment which kept the unit from being able to power up.

Event description:
It was reported by the patient that the remote monitor was not powering up, even with new batteries. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the remote monitor was not powering up, even with new batteries. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.